Event description:
It was reported that a ce intermate was broken. The reporter stated that the tubing which connects the luer lock to the bottle was broken. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and visually inspected. Initial evaluation found the tubing was broken off at the junction of the distal luer post with a portion of the tubing still inside the luer post, which confirmed the customer reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.